Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("left essure coil malpositioned"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding") and feeling abnormal ("felt sparks through my body"). The patient was treated with surgery (salpingectomy laparoscopic hysteroscopy). At the time of the report, the pelvic pain, device dislocation, allergy to metals, genital haemorrhage and feeling abnormal outcome was unknown. The reporter considered allergy to metals, device dislocation, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("left essure coil malpositioned"), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding") and feeling abnormal ("felt sparks through my body"). The patient was treated with surgery (salpingectomy laparoscopic hysteroscopy). At the time of the report, the pelvic pain, device dislocation, allergy to metals, genital haemorrhage and feeling abnormal outcome was unknown. The reporter considered allergy to metals, device dislocation, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('dislodged right essure coil/right essure coil invading the myometrium') and pelvic pain ('pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation ("left essure coil malpositioned/l essure coil malpositioned and visualized at fundus."), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), genital haemorrhage ("bleeding") and feeling abnormal ("felt sparks through my body"). The patient was treated with surgery (salpingectomy laparoscopic hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, pelvic pain, device dislocation, allergy to metals, genital haemorrhage and feeling abnormal outcome was unknown. The reporter considered allergy to metals, device dislocation, embedded device, feeling abnormal, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: pfs received- new event dislodged right essure coil were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.